Manufacturer narrative:
(B)(4). Diabetes mellitus is known cause of hypoglycemia and loss of consciousness.

Event description:
Patient's daughter contacted dexcom on 05/27/2016 to report a hypoglycemic event that occurred on (B)(6) 2016. Patient's daughter stated that the patient was in the dining room and passed out due to a hypoglycemic event. Property management found the patient passed out and called the paramedics. Paramedics arrived and administered dextrose and an intravenous (IV) bag to the patient for their low blood sugar. Patient could not remember the exact number but stated it was somewhere in the thirties. Paramedics suggested she eat protein and patient's daughter was with the patient the remainder of the day. Patient was not hospitalized. Patient was not using dexcom continuous glucose monitor (cgm) during the event. There was no alleged device malfunction. At time of contact patient was doing well. No additional event or patient information is available.